Event description:
Apparent failure of medtronic pacer to capture. Unit replaced with appropriate, functionality noted afterwards. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.